Event description:
Report received of an incident involving a plumset tubing that split near the distal end during an infusion.the pt was receiving an infusion of d5.9ns with potassium at an unk rate via an unspecified IV access. The reporter stated that the tubing split occurred between the lower clave and the option-lok. The nurse changed out the set without further incidence. The reporter stated that the pt experienced a minimal amount of blood loss, approximately the amount lost when starting a peripheral IV access. There was no report of pt harm or adverse pt effects. Although requested, no additional info was available.